Manufacturer narrative:
Detachment of device. Description of device analysis: date of procedure: 1/27/1997 the gdc coil was returned inside its introducer sheath, and pouch. The gdc pusher wire was not returned for evaluation. During the investigation it was observed that the gdc main coil had detached from its pusher wire at the detachment gap and was jammed in the introducer sheath, that was full of blood. It was also noticed that at the proximal end of the hypotube there was no trace of the core wire, but a hole where the core wire should have been. However, there was a short piece of the core wire protruding at the distal end of the hypo tube, which would indicate that core wire broke off inside of hypo tube. Proximal end of coil was stretched to more than 50 cm and lost its helical shape, only a segment 1.1 cm of the most distal end of the coil retained some of its helix. Occurrence of event: frequency and severity of occurrence of this event are not addressed in the device labeling. The reported event is not occurring with greater than expected frequency. The reported event is not occurring with greater than expected severity. This info is based on info supplied to us without independent verification as to its accuracy, completeness, or causal relationship to the product.

Event description:
Target was informed that during the procedure, the coil detached in the catheter during delivery. There was no impact to the patient from this event.